Manufacturer narrative:
This follow-up MDR is being submitted to document additional information that the device was successfully weaned and explanted. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. No new adverse event information is being reported. D6b is being updated to include explant date.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product was returned. Vessel perforation (peripheral): the cause of the injury was not determined due to insufficient clinical details. Clinical review: 2025-oct-6: impella cp inserted. The physician said that they are undertaking a debrief but no further information was received. Impella explant date unknown. Device history review device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that after the impella cp was implanted for cardiogenic shock. The patient had to go in for vascular surgery due to peripheral complications and the impella had been removed. No other information has been provided.

Manufacturer narrative:
H6 impact code f19 has been added.